Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. (B)(4).